Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Voluntary report received (mw5095281) it was reported that patient presented for elective knee surgery. During the procedure, the surgeon was using a patellar cutting guide. The instrument broke, all pieces were accounted for checked by the surgeon, scrub tech, and the circulating nurse the instrument was taken out of service and the company (depuy) was contacted. A new patellar cutting guide was used. No patient harm, no additional treatment needed discussed with surgeon. The surgeon noticed a loosening of the bolt of the guide,which was a holding device.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: corrected: h6 (device).